Manufacturer narrative:
(B)(4). G2. Report source: south africa. The two lag screw reamers were returned for investigation. The event can be confirmed as both reamers are fractured in the cutting areas. Of note, also a fractured off fragment of one of the reamers was returned. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored in order to identify potential adverse trends. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2024-00116.

Event description:
It was reported that this device fractured at the tip during a primary surgery. These instruments were used many times before. No harm to patient and no piece left inside the patient. Diligence is complete and additional information on the reported event is unavailable at this time.